Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct. The exact event date was not provided nor the exact implant date. According to the complainant, during the planned stent removal procedure, when the physician attempted to remove the stent using snare, the flange broke off. Reportedly, the detached piece would be left to pass naturally. The stent was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.